Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator alarms "vent inoperable". The flow control valve fails to exercise, flowcontrol valve fails characterization and there is no flow during est (extended systems test). Fcv (flow-controlled ventilation) data error also occurred on the error logs. Furthermore, there was no patient involvement associated with the reported event.